Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was reported that there was a loss of capture and a loss of sensing noted on the atrial lead. The physician deactivated the lead via programming in order to resolve the issue and the patient was stable.